Event description:
On (B)(6) - the consumer stated that after the dealer serviced a right wheel on her prox4s wheelchair it fell off and the consumer fell as well. However, there was no injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model prox4s, serial number/date (B)(4) is approximately three years old. The owner's manual part number 1125104 rev. E (may-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.